Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "this needle was attached to a prefilled syringe of vaccine. Afterinsertion into an employee's arm the plunger did not advance. Prior to attaching the needle, this writer advanced the plunger of the prefilled syringe to eject air in the glass syringe, then the neede was attached in a sterile fashion. The syringe and needle were removed from the employee and discarded, the injection was given using a different device. The employee was injected twce because of this device. While this writer was at the flu/covid clinic held in october, this same event occured and was reported to my director. Some nures found this happened with needles while others did not experience this flaw... 1. Was there any visible blockage? If yes, please describe. - none 2. It was mentioned that this incident had happened before in october. Could you please advise the date of incident? How many occurrences? - it was during flu and covid clinics held in october, it was mentioned to [a colleague] at the time. I do not know what was done. There were about 50% of the nurses complained about this and another 50% who said they found nothing wrong with the needles. 3. What was the patient outcome? - I had a patient personally who had to have a second injection as the solution did not come through the needle when inserted into her arm. I am aware that in october there were several nurses who had the same issue."

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "this needle was attached to a prefilled syringe of vaccine. Afterinsertion into an employee's arm the plunger did not advance. Prior to attaching the needle, this writer advanced the plunger of the prefilled syringe to eject air in the glass syringe, then the neede was attached in a sterile fashion. The syringe and needle were removed from the employee and discarded, the injection was given using a different device. The employee was injected twce because of this device. While this writer was at the flu/covid clinic held at xxxxx in october, this same event occured and was reported to my director. Some nures found this happened with needles while others did not experience this flaw... 1. Was there any visible blockage? If yes, please describe. - none 2. It was mentioned that this incident had happened before in october. Could you please advise the date of incident? How many occurrences? - it was during flu and covid clinics held at xxxxx in october, it was mentioned to [a colleague] at the time. I do not know what was done. There were about 50% of the nurses complained about this and another 50% who said they found nothing wrong with the needles. 3. What was the patient outcome? - I had a patient personally who had to have a second injection as the solution did not come through the needle when inserted into her arm. I am aware that in october there were several nurses who had the same issue."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary: three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10.